Event description:
A journal article was reviewed that contained information regarding this lead. The lead showed oversensing, inhibition and low pacing impedance. Also noted was insulation damage. Lead status is unknown. Further follow up did not provide any additional relevant information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "effects of electrocautery on transvenous lead insulation materials." Journal of cardiovascular electrophysiology, 20(4), 429-435.